Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2i meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 she obtained results of "71, 78, 83, 88 and 178 mg/dl" on the subject meter which she felt were inaccurate in comparison to her feeling "very low". Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes with fixed insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2016 at 06:00pm she felt "incoherent" whilst on the phone to her daughter who contacted the emergency medical services (ems). The patient reported that at 08:30pm on (B)(6) 2016, she received treatment from the ems with IV glucose, soda and a sandwich and a blood glucose test was performed on an ems meter however the patient could not specify the results obtained although stated they were "higher". During troubleshooting the cca noted that the meter was set to the correct unit of measure, however the test strips had expired. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a hypoglycemic event after the alleged meter issue occurred.